Event description:
It is reported that in 2001, pt underwent open reduction internal fixation of proximal fracture of right femur using m/dn nail. Post-op in 2001, x-rays revealed non-union of the fracture site and fracture of the nail. As a result, in 2002, the nail was removed and a total hip was implanted.